Event description:
It was reported that, "the pt exhibited a burn at the ground pad site. It was a small blister and a larger deep red and purple area."

Manufacturer narrative:
The actual device was discarded at the hosp. No lot code was recorded so device history records can not be reviewed. Photos of the burn were taken and have been requested. These have not been rec'd at this time. It was reported that the pad was placed vertically on the pt's thigh in line with the long axis of the body. The surgical procedure was a shoulder arthroscopy. The directions for use and the pictorial application guide, packaged with the product indicates that the pad should be placed perpendicular to the long axis of the body and the current flow. Copies are included as pages 3 and 4. Without the actual device and no reported lot code, we are unable to investigate this reported injury. The device was reportedly not applied in accordance with the directions for use.